Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required swap remote manager to a new fridge. The field service engineer (fse) removed the remote manager from the existing fridge unit and installed it on a new fridge. A new housing plate was installed using double-sided tape along with a new door hasp. The latch unit and solenoid wire harness on the remote manager were replaced. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager that was not working and required a new remote manager. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.